Manufacturer narrative:
Manufacturer contacted dealer. The consumer does not wear a seat positioning strap and does not want a chest positioning strap. Current user guide covers this area. The consumer is reportedly a quadriplegic. Chair remains in use. Manufacturer views this incident as a user error.

Event description:
The consumer's upper body allegedly fell over the joystick, causing the chair to run into something, causing the consumer to fall out of the chair and break his arm.